Manufacturer narrative:
The complaint allegation was not confirmed. One unpackaged ar-6495 with serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was discovered that the device¿s connector sheath was damaged and loose. Functional testing with the console found no issues pressing the lavage and rise buttons; they work as intended. However, it was observed that the keypad signs disappear from the console screen, most likely due to the damaged cable connector. No related to the allegation problem was found.

Event description:
On 11/12/2024, a sales representative via (B)(4) reported that an ar-6495 pump remote was not working properly. The rinse and lavage buttons appear to do the opposite function. This was discovered during a shoulder scope procedure with no patient harm.

Event description:
On 11/12/2024, it was reported by a sales representative via (B)(4) that an ar-6495 pump remote is not working properly. Discovered during a shoulder scope procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.